Event description:
The following has been reported: biomed reported: ivenix pump sn: (B)(6). Pump was reported to be infusing, and it was found to be off at shift change around 3 am on (B)(6) 2025. No patient harm. A preliminary review identified the following issue: infusion stopped. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The logs were not returned, therefore the complaint could not be confirmed or refuted. This issue, the pump was reported to be infusing and it was found to be off at shift change, was unfounded. Per the preliminary technical failure summary no indication of battery faults on current safety management logs. This supports that the pump was shut down normally. Pump can be returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.